Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2016, abbott laboratories received a vigilance report sent by the account to the competant authority and the manufacturer. The vigilance report stated that the account performed a retrospective review and discovered a suspected (B)(6) result on a donor sample. On (B)(6) 2015 the donor sample (ID (B)(6)) tested prism (B)(6) negative and nat negative. On (B)(6) 2016 another sample from the donor (ID (B)(6)) tested roche cobas reactive (coi 35.62, 34.88, 34.49). The sample was confirmed (B)(6) by the latvian infectology centre on (B)(6) 2016. On (B)(6) 2016 the archived donor sample from (B)(6) 2015 was thawed and retested with roche cobas and a reactive result (coi 29.02) was generated. This sample was sent to the latvian infectology centre for confirmatory testing and the results are pending. From the donation in (B)(6), erythrocytes only were provided to the health care provider rakus "linezers". No impact to the recipient of the blood product has been reported.

Manufacturer narrative:
Serious injury was chosen. Customer complaint data was reviewed for lot 50561li00 and no adverse or non-statistical trends were identified. A review of the prism (B)(6) labeling was performed and concluded that the issue is adequately addressed. A review for non-conformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences that could be linked to the complaint observation. Since reagent lot 50561li00 is expired no testing could be performed with this lot. Two return samples (ID (B)(6)) were received and tested with prism hcv reagent lot 55289li00 (since the complaint lot is expired). The result was (B)(6). Furthermore supplemental testing was performed. Vidas (B)(6) for both samples. Mikrogen recombline blot detected the core 1 (+) band for both samples and the results were borderline. Diasorin liaison hcv ab assay was (B)(6) whereas the result was (B)(6). The innolia score detected the bands c2 (+/-), ns4 (+) and the result was (B)(6). The innolia score detected the band c1 (+/-) and the result was (B)(6). In conclusion supplemental testing results were discrepant for both samples. Therefore the hcv antibody status is unclear for samples ID (B)(6). Please note: sample ID (B)(6) as stated in the complaint text, whereas the return sample was labeled as (B)(6) (without p07). Sample ID (B)(6) as stated in the complaint text, whereas the return sample was labeled as (B)(6) (additional digits 06). In addition a retained kit of prism hcv, list number 6a52-48, lot number 55289li00, was calibrated and the calibration met instrument specifications. The positive run control value met control specification and was in the typical range. To evaluate analytical sensitivity, additional 4 replicates on each subchannel of sensitivity panel member a,b,c,d,e and of the positive run control were tested. The panels and positive run control values met specifications and the results were in the typical range and no false reactive or negative results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9045 and hcv 9041). The seroconversion panel results were compared to prism hcv test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Based on the investigation, it was determined that the prism hcv reagent lots 50561li00 and 55289li00 are performing acceptably. An investigation on the abbott prism, list number 06a36-10, serial number (s/n) (B)(4) was performed. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The service history for prism s/n (B)(4) was reviewed and identified no service-related issues that could have contributed to this complaint. A review of complaints for the abbott prism instrument did not identify any additional complaints nor was there an increase in complaint activity. A review of the abbott prism operations manual determined adequate instruction is provided with respect to this complaint issue. The results of this investigation indicate there is not enough information to reasonably suggest a malfunction. No issues were identified that indicated a product deficiency and no additional product issues were identified. Based on this additional investigation, the abbott prism instrument is performing acceptably.

Event description:
Additional information was obtained regarding confirmatory testing which was performed by (B)(6). Sample ID= (B)(6): elisa innotest hcv ab IV- (B)(6). Hcv core ag- negative. Sample ID (B)(6): abbott hcv rna- negative.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified.